Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On 09/25/2018 07:58:22 (B)(4). No charge oob repair. Npi. On 10/04/2018 12:16:46 (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. On 10/12/2018 09:21:15 (B)(4). Investigation summary: reported watchdog alarm upon power on was confirmed. Failure investigation isolated the cause of failure to sw_5v. The sw_5v was measured at 0 volt. The input filter capacitor c154 (0.47uf) of u23 (vin) pin 4) was shorted. It measured 360 ohms. C154 was physically damaged due to excessive heat from current draw. The pcu was also tested with c154 removed. No failure observed. All the voltages requirements for power supply board to function properly are measured within the acceptance specification limit. Conclusion: defective capacitor c154 (0.47uf) is the main cause of no sw_5v supply that causes the pcu to detect watchdog alarm upon power on. This is a random component failure rework: recommend replacing power supply board part number tc10006929, sn (B)(4). Disposition: route to service for normal process. On 10/23/2018 09:36:39 (B)(4). The investigation performed by ops was entered in the file and is deemed appropriate; no need for further investigation of this issue is necessary by cad.